Event description:
This report is to advise of a fracture found on the catheter exposing internal wires.

Manufacturer narrative:
One bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. Electrodes 2-3 read as open circuits. Conductor wires 2-3 had been fractured at the ring joint, consistent with the reported signal issue. In addition, the electrodes were displaced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the fractured/exposed wires and displaced electrodes remains unknown.